Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the distral right coronary artery that was heavily calcified, moderately tortuous and 90% stenosed. Reportedly, a mini trek rx 2.00 x 8mm balloon was inflated but ruptured at 8 atmospheres during the first inflation. Another nc trek was used and the procedure was completed. There was resistance with the lesion during advancement and removal. There were no adverse patient effects and there was no reported clinically significant delay in the procedure.